Manufacturer narrative:
Article citation: ¿breast implant associated anaplastic large cell lymphoma: the UK experience. Recommendations on its management and implications for informed consent.¿ l. Johnson, j.m. O¿donoghue, n. Mclean, p. Turton, a.a. Khan, s.d. Turner, a. Lennard, n. Collis, m. Butterworth, g. Gui, j. Bristol, j. Hurren, s. Smith, k. Grover, g. Spyrou, k. Krupa, i.a. Azmy, i.e. Young, j.j. Staiano, h. Khalil, f.a. Macneill. The journal of cancer surgery, 43 (2017) 1393-1401. The events of seroma and alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity based on information reported to global regulatory agencies and found in medical literature, an association has been identified between breast implants and the development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing breast implant associated alcl (bia-alcl) in the fluid or scar capsule adjacent to the implant, with documented potential for local, regional, and distant spread of the cancer with mortality reported in rare cases. Bia-alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants with various surface properties, styles, and shapes. Most of the cases in the literature reports describe a history of the use of textured implants. You should consider the possibility of bia-alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and send to a laboratory with appropriate expertise for pathology tests to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no worldwide consensus on the treatment regimen for peri-implant bia-alcl. However, the national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable.

Event description:
Article ¿breast implant associated anaplastic large cell lymphoma: the (B)(6) experience. Recommendations on its management and implications for informed consent¿ reported alcl case, stage 1. Case presented as seroma. Treatment reported as implant removal and capsulectomy. This is a confirmed case of alcl, as pathology for alcl cells and histopathological markers (cd30+, alk-) were implied within the article as being reported. Per 15 month follow-up, patient is disease free.